Event description:
The customer reported that the AED battery pack will not stay in the unit. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED battery pack will not stay in the unit and the asi is blank. The battery pack has an expiration date of may 2028 and the pads have an expiration date of october 2024. The maintenance schedule is reported as monthly. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts, do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Should additional information become available a follow-up MDR shall be submitted.